Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and confirmed the insert is clogged no water flow does not meet spec. Further evaluation in the quality lab identified rust in the hole of the insert. Rust in the insert was the cause of the clogged insert received.

Event description:
While using a 30k fsi-sli-fg-10s insert, the insert gets hot and won't come out; no injury resulted.